Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: 419678 lead implanted: (B)(6) 2010; 694765 lead implanted: (B)(6) 2010; 407658 lead, implanted: (B)(6) 2006. (B)(4).